Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare field engineer performed a checkout of the system and confirmed the customer allegation. A quotation was sent to the customer for repair. If the customer accepts, the backlight inverter, blower motor, and pu fan will be replaced.

Event description:
The hospital reported that screen can not be turned on. A ge healthcare field engineer further noted the failure of backlight inverter, blower motor and pu fan. There was no patient involvement.